Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 22x1 blood collection needle. The customer states that the needle broke during use on a pt.

Manufacturer narrative:
According to the lot history records, total production for lot 529435 was with no defects detected in 625 samples inspected. There have been no other complaints against lot 529435. A search of our complaint database from june 2000 did not show any prior occurrences of this defect for this item number. An expanded search from june 2000 did not show any prior occurrences of broken needles for the entire blood collection needle product family. There were no samples submitted with the complaint therefore the defect could not be confirmed. All lots of hypodermic needle tubing are statistically sampled and tested for stiffness and breakage the 22 gage tubing must withstand 20 cycles of bending at an included angle of 50 degrees and a contact point of 7/8. This test subjects the tubing to much more severe condtions than would be expected to occur in actual needle use. A cause cannot be determined without more information or a sample to examine.